Manufacturer narrative:
The same adverse event in this report has been reported to the FDA separately by the distributor, nsk america corporation, under report number 1422375-2024-00016.

Event description:
On june 8, 2024, nakanishi became aware of a malfunction of a nsk handpiece through a complaint input into the complaint database by a distributor (nsk america). Details are as follows: - the event occurred on (B)(6) 2024. - a dentist was performing a crown preparation procedure on a patient using the z890l handpiece (serial no.(B)(6). - during the procedure, the dentist noticed that the handpiece began to lose power and was cutting well, it then became noticeably louder and the bur along with the internal parts just shot out into the patient's mouth. - the doctor was able to quickly retrieve the parts and the patient was not affected.

Manufacturer narrative:
Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject z890l device [serial no. (B)(6)]. There were no problems observed during manufacturing or testing noted in the DHR. There were no repair history records since the device was shipped. B) nakanishi conducted a visual inspection of the device and observed the following: a part of the shaft and the spring which had been assembled to the cartridge were separated from the handpiece. The shaft was soiled and broken into two pieces. One piece of the shaft was removed from the handpiece. There were contact marks on the shaft and the head. C) nakanishi disassembled the device and conducted a visual inspection of the internal parts. Nakanishi observed the following: another piece of the broken shaft remained in the cartridge and was corroded. The chuck in the cartridge was soiled. The headcap was soiled and corroded. There were contact marks between the cartridge and the headcap. D) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi identified that the cause of the internal parts separation was corroded shaft in the cartridge breaking due to the combination of a strong impact on the device together with cutting vibration. Nakanishi considers the possibility, from many years of experience and based on the findings in the visual inspection, that the cause of corroded shaft was inadequate cleaning of the cartridge, and that the high-load cutting and the push button pressed during rotation could increase the cutting vibration. B) a lack of maintenance and misuse by the user led to the above issue, which contributed to the reported event. C) in order to prevent a recurrence of the shaft breaking/separation, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi will report the above evaluation results to the distributor and directed the distributor to remind the user of the importance of maintenance and using the device as instructed in the operation manual.